Manufacturer narrative:
Patient identifier-race information was not provided. This complaint is for a flammability event that occurred in (B)(6) 2019. The flammability event is not due to a product defect or problem with this specific lot. The product is flammable until it is completely dry and vapors have dissipated. A flammability event will occur if the product is exposed to an ignition source before the vapors are dissipated. There is flammability information in cavilon¿ no sting barrier film ifus and a flame symbol on each individual pouch. For this application, cavilon¿ no sting barrier film catalog number 3344ens is provided non-sterile to kci as a component of their kit. It is unclear if the cavilon¿ no sting barrier film flammability symbol could be seen in the kit. Cautery was the ignition source for this event. The root cause of the flammability event is cautery ignited cavilon¿ no sting barrier film vapors.

Event description:
(B)(6) reported to 3m that during the installation of a vac in the operating room, a vac veraflo¿ kit and a veraflo¿ choice dressing was used. The operator reportedly put down the 3m¿ cavilon¿ no sting barrier film (3344e) and the wipe ignited following use of an electrosurgical knife nearby. No injuries were reported. No medical treatment to patient was required.